Manufacturer narrative:
Additional, changed, and/or corrected data: h6 further investigation summary: with the information collected during the investigation, there is enough evidence to support that lot number 2799100 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30020428 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6)2021 through (B)(6)2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient's representative reported right side "discomfort", "learned of the recall and that this caused great material and moral distress to the patient", "some rippling, associated with rare radial folds and minimal amount of surrounding fluid, which could eventually conceal microruptures", "intra-capsular rupture" and "capsular contracture baker grade IV". Healthcare professional later reported per device video infection (late onset). Device was explanted.

Event description:
Healthcare professional later reported per device video infection (late onset).

Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient's representative reported right side "discomfort", "learned of the recall and that this caused great material and moral distress to the patient", "some rippling, associated with rare radial folds and minimal amount of surrounding fluid, which could eventually conceal microruptures", "intra-capsular rupture" and "baker 4 capsular contracture." Device was explanted.

Manufacturer narrative:
Continued: h6- health effect impact code: (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: device photograph(s) for the device related to the reported event capsular contracture, seroma-late, rupture, crease/folding of implant wrinkling and anxiety-product/procedure was reviewed on march 28, 2023. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ rupture: no observed on the device. ¿ crease/folding of implant: no observed on the device ¿ wrinkling: no observed on the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.